Manufacturer narrative:
E1: initial reporter phone number: (B)(6).

Event description:
It was reported the stent became loose on the balloon. The patient presented with elevated bilateral blood pressure, slightly poor strength in the upper left limb, dizziness and a heavy head. The target lesion was located in the severely stenosed left, subclavian artery. An 8.0x30x135cm express ld vascular stent balloon expandable was selected for use. After opening the device, it was observed that the balloon, on both sides of the stent, was scattered rather than concentrated. The stent was unable to be advanced through the guide catheter and became loose, prior to entering the patient. The device was removed and the procedure was completed with balloon dilation. Adequate blood flow was maintained following dilation. The patient condition following the procedure was stable. There were no patient complications as a result of this event.